Manufacturer narrative:
Nihon (B)(4) continues to investigate the reported event. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this specific transmitter was causing the entire telemetry system to go down.

Manufacturer narrative:
The customer reported that this specific transmitter was causing the entire telemetry system to go down. The unit was evaluated and the reported problem was duplicated. The customer was sent an exchange unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.